Event description:
It was reported that a shaft break occurred. The target lesion details are unknown. During percutaneous coronary intervention, guidezilla¿145, 5-in-6 guide extension catheter was used and removed without any problems. The guidezilla was re-inserted and when attempted to remove it, it was found completely broken at the single lumen distal guide segment connects to the stainless steel proximal hypotube. No patient complications reported.

Manufacturer narrative:
Device evaluated by MFR: the returned product consisted of a guidezilla guide extension catheter in two (2) pieces. There was blood in the lumen. Microscopic and tactile examination revealed numerous kinks in the hypotube and distal shaft. Microscopic examination revealed a complete separation at the collar/proximal shaft bond. Ptfe was completely pulled out from the collar and attached to the distal shaft. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).